Event description:
Pt presented to unit for his routine hemodialysis treatment. Pt was confused and lethargic which has been normal for him. A calcium level on 3/24/99 was 12.0. The physician ordered a change in dialysate bath to a 2.0 meq/lca & 3.0k+ meq/l. 4 packages of 4.6gm calcium chloride and 2 pkgs of 9.4gm potassium chloride were added to a 3.43 liter of naturalyte acid which was 0.0 meq/l calcium and 1.0 k+ meq/l acid bath. Approximately 2.5 hrs into treatment, an uneventful dialysis treatment, the pt was found unresponsive and CPR was initiated. Pt was transferred to ICU, in the hosp, in a normal sinus rhythm and intubated.